Manufacturer narrative:
Concomitant medical products: w4tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead and right atrial (ra) lead. No action was taken on the lv lead and the ra lead was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.